Manufacturer narrative:
Results: objective, sesam. Service report dated december 10, 2009, indicated the following: the sesam was replaced and alignments were performed to bring the system back within specifications. On (B)(6) 2009, the objective was replaced, stepper motor was re-installed, z-scale calibration, objective applanation performed, force checked, re-calibrated, cone image in surgical monitor and user interface displays centered, and side cut retrace checked. The new objective improved the system's function and the field service engineer (fse) indicated the system was ready for surgery. Surgeries were performed on (B)(6) 2009, without any problems and fse reported the system is working according to specifications.

Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery on (B)(6) 2009, to treat ametropia. The surgeon reported that during the procedure, when he attempted to lift the right eye (od) flap cut, it could not be separated. When the surgeon tried to separate the od flap with a spatula, a slight perforation occurred at the 11 o'clock position (nasal). At this point, the surgeon decided to abort the procedure. Additional information was received on (B)(6) 2010, indicating the patient had pain for several days and vision od has changed by 2 diopters.